Event description:
The cs25 dlu did not completely close into firing range. Several attempts to open it, including use of manual release, were unsuccessful. The case was covered from lap to open. The flexshaft was detached from the dlu and the dlu was opened with the aid of a "borie" tip and detached. A new cs25 dlu was used to successfully complete the anastomosis. After procedure, the flexshaft was tested and is believed to be the problem device.